Manufacturer narrative:
No evaluation possible. The suspect device has been discarded by the user facility.

Event description:
During a lumbar fusion case the surgeon was using the arsenal probe, as he pushed it in and started moving it around the bottom piece broke off in the patient. Surgeon was able to retrieve the detached section without issue.